Event description:
--

Event description:
Boston scientific received information that during a routine follow-up appointment, an error code was present and the device could not be interrogated. As a result, the device was scheduled to be replaced. The device and right ventricular (rv) lead were explanted and replaced. After the lead was removed, two spots of insulation damage were noted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a high voltage system fault on (B)(4) 2013. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the high voltage system fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.